Event description:
It was reported that the patient developed an infection. During the removal of the lead, there was a problem extracting the left ventricular (lv) lead due to the lobes not completely retracting. The patient will be brought back in for a second surgery to extract the lv lead. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned an analysis found no anomalies. However, there was blood/body fluid on the outer tubing overlay and it was melted and breached cut. There was blood in/on the helix/lobe mechanism and visual analysis noted apparent explant damage.